Manufacturer narrative:
Follow-up # 1: date of submission 24-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: during visual inspection of the pump, it was observed that there was moisture corrosion found inside of the battery canister on the returned battery cap. The battery compartment and returned battery cap were undamaged and the battery cap was able to fit securely to the pump. The pump was unable to power on and it was completely unresponsive due the moisture corrosion therefore the ¿no power¿ complaint was duplicated. The pump cover was removed and there was no further moisture ingress or any intermittent condition found to the power printed circuit board inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.